Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did observe drops of insulin during the fill tubing process. Customer's blood glucose level was 400mg/dl. Reportedly, the customer changed infusion set and loaded a new cartridge successfully.